Manufacturer narrative:
Product complaint # (B)(4). No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. Literature citing: a multinational assessment of metal-on-metal bearings in hip replacement stephen e. Graves, mbbs, dphil, fracs, faortha, alastair rothwell, mbchm otago, fracs, fnzoa, keith tucker, frcs, joshua j. Jacobs, md, and art sedrakyan, md, phd published online by the journal of bone and joint surgery, incorporated 2011; http://dx.doi.org/10.2106/jbjs.k.01220. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled "a multinational assessment of metal-on-metal bearings in hip replacement stephen e. Graves, mbbs, dphil, fracs, faortha, alastair rothwell, mbchm otago, fracs, fnzoa,keith tucker, frcs, joshua j. Jacobs, md, and art sedrakyan, md, phd published online by the journal of bone and joint surgery, incorporated 2011; http://dx.doi.org/10.2106/jbjs.k.01220 was reviewed for MDR reportability. The purpose of the article is to provide a brief overview of the mom bearing experience from the perspective of the national joint registries of australia, england and wales, and new zealand at the international consortium of orthopaedic registries (icor) meeting. The article included use of depuy and non depuy products. Depuy impacted products: asr xl (femoral & acetabular), articul/eze(femoral), ultamet (acetabular), s-rom (femoral). Adverse events noted: revisions for loosening (unspecified), prosthesis dislocation, fracture (anatomical location unspecified), infection, metal sensitivity (no indication of metal debris findings or further details on metal sensitivity).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthesof 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.